Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that issue was resolved by power cycling the system. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported to technical service engineer (tse) that the image was opposite. The customer stated that when the surgeon was manipulating the instruments, it was going the opposite way. Tse viewed system logs with no errors noted. The customer removed the instruments and restarted the system, and the system powered back on and the instruments were re-installed. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: two scopes were open. Immediately after inserting the endoscope, the image was inverted. The endoscope did not move freely with uncontrolled motion. The event involved a reversed control on system arms. The 30-degree endoscope was in down position upon installation. The surgeon confirmed desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. The endoscope was not manually rotated 180 degrees. Powered the robot down and restarted. Both had inverted images. After rebooting the robot, the issue was resolved.